Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that all tests passed. All circuitry operated normally. The log was also analyzed. The device had a normal power up, during a scheduled battery/super cap measurement the super cap measured low which caused the error, the next power up cycle caused the displayed error to occur. Conclusion: it was confirmed by log analysis that the error occurred, however analysis was unable to reproduce the error.

Event description:
It was reported there was an error that displayed at power up. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the battery wires were pinched, the display wire insulation was pinched but insulation was not compromised, and the encoder nuts were not torqued to specification. (B)(4).